Event description:
Revision surgery due to a stem breakage.

Manufacturer narrative:
Review of the production documentation: the batch documentation review incl. The quality inspection reports did not reveal irregulations or deviations in the production process. The implant corresponds with our specifications of (B)(4) 2003. No similar complaints were reported for the corresponding lots. Review of the user info/manual: the user info/manual review corresponds with our specifications. Review of x-ray pictures: the x-ray pictures show no signs of lysis. The stem was not completely coated with cemented. Inspection of the broken stem: the investigation shows a stem, which was broken below the collar (approx 70 mm). Starting from the back of the prosthesis a fatigue fracture with the typical oscillation strips was ascertain. Such variation in stress load might occur due to a easing of the upper stem. The rest of the breakage is a forced fracture (approx 60% of the breakage). The x-ray examination of the case proved no material defects and pouring mistakes. The most possible cause for the breakage of the stem was a fixed distal stem and a loose proximal stem. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.